Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states receiving threshold suspend alarm. The customer's blood glucose level at the time of incident was 113mg, and their sensor reading was 40mg/dl. The customer was advised that the device appears to be responding to changes in their glucose. The customer was advised that they would connect them with their representative to discuss sensor functions.